Event description:
It was reported that the pt had an infection over the pump pocket. The pt's pocket was "hot, red, and painful." The pt's health care provider gave the pt antibiotics. The pt also had to go to the hospital and had 75cc of infection (abscess) drained. The drug used in the pt's first pump was morphine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).